Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: an empty opened foil, a paper lid and a winding former with an un-dispensed suture of product code (B)(4), lot # lam914 were returned for analysis. During the visual inspection of the winding former, there was evidence of the needle been parked on the tray. Since, marks of the needle were observed on the slot. However, the suture could not be dispensed from the tray, since has begun with the process of degradation, this caused the missing needle. In addition, the foil was examined for visual inspection and showed multiples wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition of the sample received suture degradation was noted due to the improper handling of package.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture did not have a needle. The device was returned for evaluation. Upon evaluation, suture degradation and holes in the package were found. No adverse patient consequences were reported.